Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibiting high pacing thresholds. Moreover, it was noted that there was no measurement recorded for right ventricular automatic threshold (rvat). Boston scientific technical service (ts) discussed there were 2 reason which were the intrinsic beats and noise. Ts explained that right atrial automatic threshold (raat) showed ventricular pacing did not appear to capture. It does appear that the threshold is not higher than the programmed output. Furthermore, oversensing was noted on the electrogram (egm). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.